Event description:
It was reported that the neptune docking station was displaying an error message, which prevented surgical waste collection devices from being emptied. As a result, a procedure was cancelled because the waste collection devices were not available for use. No further information was provided by the user facility. Multiple attempts to gather additional information have been unsuccessful.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the docking station. The service technician confirmed that the device was not operating properly due to a non-functioning ir transceiver pc board assembly. The board assembly was replaced and the docker was returned to use.